Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for multiple back operations. It was reported that the patient's therapy stopped due to power on reset (por). For a while now the patient has not been getting any stimulation. When he went to charge the device he saw a por message on the implantable neuro stimulator recharger (insr) and it would not let him charge or turn it on and off. The patient reported now that his therapy was off he feels aching on the side where the ins battery is and he said it sounds "crazy' but he has a strong metallic taste when he drinks water and was not sure if this meant his battery was leaking and he was tasting battery acid. Patient was able to charge the ins during the call therefore it was recommended that he keeps ins battery charged until he can work with health care professional (hcp). Patient redirected to hcp to have the por addressed. Patient was also advised to discuss metallic taste and aching with hcp because metallic taste is not expected and would not expect the battery to leak unless it was physically damaged in some way. No further patient symptoms or complications were reported in this event.